Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers¿ allegation was not confirmed. The investigation revealed the fan was running weak, clogged ventilation and an overheating issue, a worn out socket slider switch caused intermittent use of high intensity mode, and a non-olympus lamp life meter was reading at 200+hours, light output measured within range. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a e103 (bulb error) occurred on the evis exera iii xenon light source. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend observed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.